Event description:
It was initially reported by the patient's mother that the patient experienced high blood pressure after vns surgery. Patient took blood pressure medicine and is doing better now. Physician was not sure if the high blood pressure was due to vns, but it occurred right after the surgery. She also mentioned that the pt's voice is down to a whisper now. The device has not been turned on as yet. Treating physician believes that the pt has vocal cord paralysis. Good faith attempts to obtain add'l info has been unsuccessful till date.